Event description:
Boston scientific crm received information that during the implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) had not been taken out of storage mode. As a result, there was a two to three second pause in pacing for this pacemaker dependent patient. The device was taken out of storage mode and pacing therapy resumed. There were no adverse patient effects reported.

Event description:
Additional information was received that this device was later explanted and returned for reliability analysis.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.